Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's lead was fractured causing the patient to experience ineffective therapy on the left side of their body. Diagnostics revealed high impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.